Manufacturer narrative:
Product ID neu_unknown_prog, serial# unknown, implanted: 2006-(B)(6), product type programmer, physician product ID neu_unknown_ext, (B)(4).

Event description:
The skin behind the ear of the extension wire was worn. It was possible to see the wire with infection. The patient went to the hospital. Additional information received indicated the infection could not be confirmed due to the patient not staying in the hospital. The patient was going to go to the hospital for further treatment.